Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed. A pouch and an introducer sheath containing a coil were returned for analysis. A delivery wire was not returned with the device. The introducer sheath was cut in an attempt to retrieve the coil and this was successful. The coil was inspected and found to be stretched both distally and proximally and kinked proximally indicating a resistance was met during the procedure. A microscopic inspection was performed. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The dimensions that could be measured were found to be in specification except for the number of fiber bundles. The number of proximal fiber bundles recorded during product analysis was one below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the catheter used is not compatible with the coil. Per the dfu, the coil is designed to be used with an imager ii selective diagnostic catheter. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the coil was unable to track in the catheter. A 12mm x 40cm interlock-35 was selected to treat the target lesion. The coil was unable to track down a non bsc catheter. The coil was retrieved. However, device analysis revealed the number of proximal fiber bundles was one below the assigned specification.